Manufacturer narrative:
Additional information: h6(b) - type of investigation added; h6(c) - investigation findings added; h6(d) - investigation conclusions added corrected: d4 - UDI information updated.

Event description:
Customer reported twenty alleged false positive sars results. No confirmatory testing completed. This is report 20 of 20.

Manufacturer narrative:
Investigation conclusion: a conclusion has yet to be established as the investigation is incomplete. Root cause: investigation is ongoing and results are not yet available. Source: email.